Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-408a-(B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap has pushed forward in metal cap and was protruding from the metal cap; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited moderate char; the glass cap exhibited moderate devitrification at the output window; the metal cap adhesion location exhibited mild burnt glue. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported during a prostate procedure, the fiber failed. ¿floating tip, not blown.¿ the procedure was completed using a second fiber. There was no patient injury reported.